Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿a cassette removal alarm occurred¿ was not replicated. A "no disposable" alarm was recorded in the event history/error log multiple times. As a preventive measure, the upstream occlusion sensor and the downstream occlusion sensor were replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a cassette removal alarm occurred during patient use. There was no patient harm or adverse event reported.